Manufacturer narrative:
Only the joystick was returned for evaluation. Visual inspection shows evidence of customer abuse.

Event description:
Alleges chair stopped suddenly and she was thrown from the unit. She was not wearing her lap belt as she claims it does not fit.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges chair stopped suddenly and she was thrown from the unit. She was not wearing her lap belt as she claims it does not fit.